Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and 90% stenosis. An unspecified stent was implanted and a 3.0x12 mm nc trek balloon dilatation catheter (bdc) was used to post dilate the stent. The device was not air aspirated outside the anatomy. The bdc was advanced without resistance and was inflated 4 times. Reportedly, the bdc had air leakage and the stent could not be dilated under normal inflation pressure. A new, same size, nc trek bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.